Event description:
It was reported that during testing at the manufacturer facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the manufacturer facility, the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of overheating was confirmed by the technician and noted that the driveshaft bearing was damaged. A damaged driveshaft bearing can cause the report event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete. The device is available for evaluation; additional information may be submitted once the quality investigation is complete.